Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with an unspecified bd blood collection tubes there was an increase in digoxin. Patient impact was not reported. The following information was provided by the initial reporter: no statistical difference was found between 0 and 48 h results in other tubes, except for lih, and the difference in lih was also not clinically significant. Digoxin levels in other tubes were not statistically different according to the reference tube, except for barricor. The digoxin level in barricor was clinically significantly higher than that in the reference tube. Although a strong correlation was found in the digoxin level between barricor and z-tubes, a proportional increase in digoxin level in barricor was determined. Conclusion: the digoxin levels in the tubes may be used interchangeably, except for barricor. The reliability and accuracy of digoxin levels may be increased by the identification of a new therapeutic range for barricor.

Manufacturer narrative:
H6: investigation summary bd was unable to obtain the catalog and lot number from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. The material and lot number for this issue could not be provided by the customer. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified bd blood collection tubes there was an increase in digoxin. Patient impact was not reported. The following information was provided by the initial reporter: no statistical difference was found between 0 and 48 h results in other tubes, except for lih, and the difference in lih was also not clinically significant. Digoxin levels in other tubes were not statistically different according to the reference tube, except for barricor. The digoxin level in barricor was clinically significantly higher than that in the reference tube. Although a strong correlation was found in the digoxin level between barricor and z-tubes, a proportional increase in digoxin level in barricor was determined. Conclusion: the digoxin levels in the tubes may be used interchangeably, except for barricor. The reliability and accuracy of digoxin levels may be increased by the identification of a new therapeutic range for barricor.